Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "nurse noticed that lipids were dripping from the male end of the connection of the filter onto the floor. Tpn was backed up in the lipid tubing." There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the filter was confirmed. The sets were visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and their components. The luers of both sets were visually inspected under magnification to look for cracks or fractures that may have contributed to a leak event. No anomalies or evidence of damage were observed. Functional testing confirmed leaking from the vent (termed ¿wetting out¿) of the 1.2 micron filter. Pressure testing resulted in no leaking. The root cause of the filter vent leak was identified as the fluid resistance of the filter (due to accumulated tpn over a period of use) becoming roughly equivalent to the fluid resistance of the air vent, increasing backpressure at which time the fluid seeks the path of least resistance through the filter vent.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.